Manufacturer narrative:
The reported complaint was not confirmed. A complaint sample was not available for evaluation. A definitive conclusion regarding eh reported complaint event cannot be reached without a physical examination of the complaint sample. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The blood leak was visually observed and reported to be an internal dialyzer leak. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 100ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The sample was not available for manufacturer evaluation.